Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the vessel locator wings was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the starclose se device was used in an area of calcified plaque. It should be noted that the starclose se instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. The IFU deviation would not have contributed to the reported difficulties. The reported difficulties may be related to a potential product quality issue due to the observed control wore detached from the barrel such that the vessel locator wings would not deploy. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatment appears to be related to procedure circumstance. H6: impact code 2199 removed.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device, via 4fr sheath, after a percutaneous transluminal angioplasty procedure. Reportedly, the vessel locator wings did not open and lock into place and the starclose se device pulled out of the artery. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.